Event description:
Note: this report pertains to the one of three complaints that occurred during the same procedure. Refer to associated manufacturer reports 3005099803-2009-03758 and 3005099803-2009-03757. It was reported to boston scientific corp on (B)(6), 2009 that two c.r.e. Balloon dilatation catheters and an alliance ii inflation syringe were used for an anastomotic stricture following bariatric surgery. According to the complainant, the doctor positioned the first balloon to the stenosis at the level of the pylorus. The nurse found it was difficult to maintain pressure while inflating the balloon. More pressure than normal was used and the balloon could not be inflated efficiently. The physician decided to remove the balloon and noticed a leak at the proximal part of the balloon. A second cre balloon was used and leaked in the same location as the first. The procedure was completed with a different device (brand unidentified). There was no serious injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. F/u info confirmed that both balloons burst inside the pt.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).